Manufacturer narrative:
Supplemental #1 failed due to a ¿duplicate report¿, therefore this supplemental report is a duplicate report of supplemental #1 with some correction information to ensure the information is successfully submitted to the FDA. A ¿passed¿ acknowledgement was not received from the FDA for supplemental #1 due to the esg outage that occurred between on (B)(6) 2023. B5. Corrected description of event, supplemental #1 report: inadvertently left out information regarding premature end of life allegation and medsun report. F10. Corrected medical device code, supplemental #1 report: inadvertently left out additional a070504 coding for premature end of life. F10. Corrected component code, supplemental #1 report: inadvertently left out additional g02002 coding for battery. H1. Corrected type of reportable event, supplemental #1 report: inadvertently did not check malfunction. H6. Corrected type of investigation, supplemental #1: inadvertently left out d14.

Event description:
It was later reported that the patient had a generator replacement due to battery depletion. The site later reported that the generator had prematurely depleted. This report is related to medsun program report#: (B)(4). The explanted generator has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
Representative present at surgery reported that her programming tablet never interrogated the suspect device, but did interrogate the new replacement generator. She couldn't remember exactly but thought she may not have been able to interrogate the suspect generator due to battery depletion.

Event description:
It was later reported that the patient had a generator replacement due to battery depletion. The explanted generator has not been received into product analysis to date. No other relevant information has been received to date.

Event description:
It was later reported that the suspect device was received for product analysis. Analysis has not been completed to date.

Event description:
Product analysis for the generator was completed. The generator battery was tested and was not depleted. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has been having breakthrough seizures recently. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.